Manufacturer narrative:
Device stuck in motor error alarm during rewinding due to corroded motor home switch noted. Unable to perform displacement test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test or verifying e70 alarm in the alarm history screen due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump alarmed motor error and a motor position encoder error. The customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The device will be returned for analysis.